Event description:
Information received by medtronic indicated that the customer reported that the login issue on minimed mobile application. Troubleshooting was performed and found that the not able to resolve the issue. No harm requiring medical intervention was reported. It was unknown whether the customer will continue the use of the application. The device will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations.